Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final driver broke during final tightening of the mating blocker during surgery. An alternative final driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to be twisted in a manner consistent with over-torquing during screw installation. However, the cause cannot be determined since the torque handle used with the driver was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the tip of a final driver broke during final tightening of the mating blocker during surgery. An alternative final driver was used to complete the procedure without reported patient impacts.